Event description:
It was reported that the posterolateral wall branch was initially targeted, but the left ventricular (lv) lead placement was terminated since the branch was thin with the acute curvature. The anterior wall branch was too thick to fix the lv lead. It was also noted that there was lead migration. The lv lead was not used and a different lead was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.